Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, false lumen expansion and reoperation. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an acute type-b thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses (tgu343415j/(B)(4) and tgu282810j/(B)(4)). The patient tolerated the procedure. On an unknown date, a follow-up imaging revealed that the aortic diameter in the treated area had decreased. Exact amount of diameter shrinkage was not reported. On (B)(6) 2018, a follow-up computed tomography (CT) revealed expansion of the aortic diameter in the treated area. Exact amount of expansion was not reported but a type iii endoleak from the endoprosthesis junction was suspected, causing the aortic expansion. On (B)(6) 2018, a reintervention was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted to treat the suspected type iii endoleak. The patient tolerated the reintervention procedure.